Event description:
Allegedly, at the conclusion of a direct laryngoscopy bronchoscopy and dilation of sub glottis stenosis procedure that lasted 40 mins, the doctor removed laryngoscope and noted that there was a 1 cm burn on pt's lower lip. Plastic surgeon called in for consult and categorized it as a 1st degree burn that could be addressed with antibiotic cream. Cream was applied and pt released the same day. Pt condition good. Procedure was completed.